Event description:
During service, the baxter repair technician reported depleted batteries. The hosp rep stated that there were no reports of any pt injury or medical intervention. No additional info is available.